Event description:
It was reported that stent damage occurred. A 4.00x38mm promus premier¿ stent was advanced to treat the target lesion, however, the device was unable to cross and in that process, the stent struts was damaged. The device was removed and the procedure was completed with another size promus premier¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).